Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16873.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the pressure sensor connection failed and the proximal pressure sensor failed to zero. It was reported that there was no patient involvement, at the time the issue was discovered. The authorized service provider (asp) arrived onsite to evaluate the device and confirmed the reported problem. The asp troubleshot the solenoid valve and da board found that the data board was faulty. The asp replaced the data board and the device returned to full functionality. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.